Event description:
On (B)(6) 2010 the pt reported the piston rod on her insulin infusion device stuck while rewinding. She stated she did not receive any error messages. She stated the piston rod did not make any abnormal noises but the top hat portion of the piston rod came completely off. She said she now sees a small amount of insulin inside the cartridge chamber. She stated she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.